Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. There were also intermittent increases in rv pace impedance and thresholds. No noise was observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the ICD was explanted, while the non-bsc was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.